Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) after implanting, it was found that there were traces on the optical part of the intraocular lens. It was also determined many times during the operation that it was not a residual of cortex or viscoelastic agent. After the operation, the sales colleagues repeatedly watched the surgical video and unable to determine what was the cause.

Manufacturer narrative:
A photo was provided of a multifocal lens in the eye. An area is indicated with a red arrow. The area appears to be large linear mark. The mark has the appearance of a scrape on the posterior surface of the lens. The mark is in the fold/travel path. No determination can be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products are being used. The product investigation could not identify a root cause for the reported complaint. The product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample. Based on review of the provided photo the lens appears to be damaged. Associated products were not provided. It is unknown if qualified products are being used. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).